Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, scratched display window and cracked case near display window corners noted during visual inspection. Motor error alarms during rewind due to out of phase motor encoder signal. Unable to perform displacement test due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 161 mg/dl. Troubleshooting was performed. The device was returned for analysis.